Event description:
It was reported that the reservoir leaked past the o-rings. It was also stated that the customer has high blood glucose. Troubleshooting was performed. Nothing further reported at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.